Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2192 days after essure insertion, she underwent a surgical medical device removal (seriousness criteria medically important and intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hypertension, parity 3 and dysplasia. As concurrent condition the report mentioned left lower quadrant pain. Concomitant products included citalopram and micronor (norethisterone). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2242 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: essure devices located a little farther out the tubes than usual, but no evidence for failure [pathology test] on (B)(6) 2018: specimen: a. Uterus with bilateral tubes and ovaries clinical history: none given pre-op diagnosis: left lower quadrant pain post-op diagnosis: left lower quadrant pain final diagnosis: uterus with bilateral ovaries and fallopian tubes, hysterectomy/bilateral salpingooophorectomy: gross: the right fallopian tube is attached. It is 7.6 cm. It is remarkable for an attached 9 mm fluid filled cyst. The fallopian tube is also grossly noted for having a previous surgical interruption. It contains a metal essure coil. The left ovary is 3.6 x 2.1 cm and when sectioned reveals a pink and tan ovarian cut stroma and it is remarkable for multiple fluid filled cysts. The largest is 6 mm. The left fallopian tube is attached and is 7.9 cm. It is remarkable for multiple attached fluid filled cysts. The largest is 8 mm. It is also grossly noted for having a previous surgical interruption. A metal essure coil is present. The uterus without tubes and ovaries is 159 grams. It is 9.6 x 6.4 x 3.6 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lab data (surgical pathology report), medical history, concomitant drugs & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 27 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.